Manufacturer narrative:
No definitive root cause could be found by inspecting the returned reload. No defects were noted, nor were extreme wear or damage present. Based on provided information and inspection of the returned product, it is possible that the following properties of the procedure could have contributed to malformed staples, in descending order of suspected contribution: that the tissue was perceived as thick by the sales representative, and that the surgeon fired quickly and did not allow the lung tissue to compress. The fibrotic nature of the tissue. A staple from the prior firing was dragged along the cut line of this firing.

Event description:
An aeon aesh060 handle was used with an aesr45p reload on the third firing of a vats wedge resection on thick parenchyma tissue. The reload was fired fully and retracted. Upon opening of the jaws, the surgeon noted there was bleeding and unformed staples along the staple line.